Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited no image from the s-video port (y/c output port). It is due to faulty printed circuit board. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the image is not displayed from s-video (y/c) port, could not be identified. As a result of confirming ter, we presume that the cause is failure of the dp board. The root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: there is no basis that the defect is caused by misuse of the user, thus not applicable.¿ olympus will continue to monitor the field performance for this device.